Event description:
Nasal cannula constantly falling off of oxygen humidifier causing infant to have brief periods of desaturation that was corrected by reattaching the cannula to the humidifier. No patient harm/ additional intervention required.